Manufacturer narrative:
H10: additional narratives updated h6 per new information received a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm edwards surgical valve of unknown model in the mitral position was disabled after an unknown implant duration due to mitral stenosis. The patient initially presented with heart failure and shortness of breath. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was noted to be doing well in recovery post procedure.